Manufacturer narrative:
Additional information was received on november 17, 2016. The patient was a (B)(6) male. There was no transseptal puncture performed. The generator was set to temperature control mode. The power was not titrated during ablation. The last ablation cycle time at the site of injury and the overall time for ablation at the site of injury were unknown. The flow setting was set to 30 ml/min. There were no error messages observed on the biosense webster equipment during the procedure. There were no factors that might have contributed to the event. It was not known if there was any anticoagulation was received in the procedure. The sheath used was not known. The smart touch bidirectional catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. The patient¿s diagnosis was ventricular extrasystoles and pericardium effusion. The patient fully recovered with no residual effects. There were no issues with the catheter. The physician¿s opinion regarding the cause of this adverse event is that the use of 40 w and a contact force of approximately 60 g minimum were too aggressive. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/30/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17510260m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a male patient underwent a procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history was unknown. During ablation in the ventricle, the blood pressure decreased due to a pericardial effusion. A pericardiocentesis was performed. However, it was not known how much fluid was removed. After the pericardiocentesis, the patient had normal blood pressure. The patient was reported to be in stable condition at the time the complaint was reported. The patient did require hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent a procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. During ablation in the ventricle, the blood pressure decreased due to a pericardial effusion. A pericardiocentesis was performed. However, it was not known how much fluid was removed. After the pericardiocentesis, the patient had normal blood pressure. The patient was reported to be in stable condition at the time the complaint was reported. The patient did require hospitalization. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.